Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a probable temporal relationship exists between ccpd therapy utilizing the unknown liberty cycler, fmc cassette and the serious adverse event of peritonitis of unknown origin. Causality cannot firmly be established. Limited information precluded a more comprehensive clinical investigation. Esrd patient¿s undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction occurred. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet manufacturer specifications. Therefore, the liberty cycler and fmc cassette can be disassociated from having caused or contributed to the patient¿s serious adverse events.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/oct/2021, fresenius became aware (via a customer experience survey) this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.